Event description:
It was reported to philips that the device was unable to produce x-rays and giving an error stating ¿x-ray safety line¿. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-rays and giving an error stating ¿x-ray safety line¿. Upon functional testing the fse found that defective nc unit. Review of the system log file showed that post safety post failed. The fse replaced defective nc unit. After replacement of the nc unit, the system was returned to use in good working order.­ the codes were updated based on the investigation outcome. Evaluation method code was corrected.